Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was unconfirmed as the unit was able to cool to 4c with no issues. No repairs made. It was also reported that the device received an alarm 47 (control panel communication). Also received error 100 (unable to initiate user diagnostic), 101 (unable to set calibration parameters), 104 (unknown error at startup), 105 (non-recoverable navigation error), error 106 (unknown error during pre-warm) and error 107 (non-recoverable system error). It was found during evaluation that the damage was found to the shell threading. It was stated that the device had a ruptured tank that was leaking during the investigation. It was also stated that the lever sensor bracket was found to be missing . It was noted that the slow filling of device identified during repair. Device underwent pm. The tank and shell has been replaced. Mixing and circulation pumps, heater and drain ports have been replaced. Level sensor bracket and fill tube replaced. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. Therefore DHR is not required. The reported event is unconfirmed, therefore labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. Also reported calibration problems. Per review of wo on 20feb2023, no patient affection. The device was tested before patient application. Per follow up information received via email on 20feb2023, the equipment was previously used on a patient, and worked properly. On this occasion, before using it for therapy, it was tested beforehand, and the fault was detected. A calibration error was reported due to some pressure failure. It had been tried to calibrate with two different calibrators, and it did not obtain anything, it remains in outputs with a sign of out of service. The first problem was a pressure during the calibration, and several messages with errors. They replaced input output board, processor circuit board, power circuit board, control panel, valve block, pumps and heater. Per additional information received via photo sample on 20feb2023, received an alarm 47 (control panel communication). Also received error 100 (unable to initiate user diagnostic), 101 (unable to set calibration parameters), 104 (unknown error at startup), 105 (non-recoverable navigation error), error 106 (unknown error during pre-warm) and error 107 (non-recoverable system error). Per sample evaluation results received on 22apr2023, it was reported that the damage was found to the shell threading. It was stated that the device had a ruptured tank that was leaking during the investigation. It was also stated that the lever sensor bracket was found to be missing. It was noted that the slow filling of device identified during repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. Also reported calibration problems. Per review of wo on (B)(6)2023, no patient affection. The device was tested before patient application. Per follow up information received via email on (B)(6)2023, the equipment was previously used on a patient, and worked properly. On this occasion, before using it for therapy, it was tested beforehand, and the fault was detected. A calibration error was reported due to some pressure failure. It had been tried to calibrate with two different calibrators, and it did not obtain anything, it remains in outputs with a sign of out of service. The first problem was a pressure during the calibration, and several messages with errors. They replaced input output board, processor circuit board, power circuit board, control panel, valve block, pumps and heater. Per additional information received via photo sample on (B)(6)2023 , received an alarm 47 (control panel communication). Also received error 100 (unable to initiate user diagnostic), 101 (unable to set calibration parameters), 104 (unknown error at startup), 105 (non-recoverable navigation error), error 106 (unknown error during pre-warm) and error 107 (non-recoverable system error).